Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: primary g3 surgery was performed on (B)(6) 2015. The patient fell and re-fractured the bone at under the u-lag screw of g3. Revision surgery for removing g3 and replacing long nail was performed on (B)(6) 2025. During surgery, the tip of the t-handle became bent due to the hardness of the bone during removal. This record covers the revision surgery.".

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: primary g3 surgery was performed on (B)(6) 2015. The patient fell and re-fractured the bone at under the u-lag screw of g3. Revision surgery for removing g3 and replacing long nail was performed on (B)(6) 2025. During surgery, the tip of the t-handle became bent due to the hardness of the bone during removal. This record covers the revision surgery."